Event description:
It was reported the patient had the procedure done three years prior. It was noted as life changing but ¿not in the good way.¿ the device had reduced the dyskinesia but also left the patient with life altering brain damage. It was noted the risks were not clearly explained and they thought they would have thought twice about it had they known more.

Manufacturer narrative:
(B)(4).